Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2018, it was reported that the device was deflating on its own. During the call, the account requested a copy of the service manual for an ats 2200. It was mentioned that the device was sent to the biolab due to a malfunction. The account stated the malfunction reported stated¿ device deflated on its own.¿ the customer did not return an a.t.s. 2200ts tourniquet device, serial number (B)(4), for evaluation. Zimmer biomet surgical has not previously repaired/evaluated a.t.s. 2200ts tourniquet serial number (B)(4) as documented in the repair reports in livelink. The device history record (DHR) noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the a.t.s. 2200ts tourniquet by zimmer biomet surgical was not performed since the device was not returned for evaluation. The customer only requested a service manual. Repair of the a.t.s. 2200ts tourniquet was not performed by zimmer biomet surgical since the device was not returned for the repair process. The customer only requested a service manual. The reported event was non-verifiable since the device was not returned for evaluation. The root cause of the device deflating on its own cannot be specifically determined with the provided information since the device was not returned. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.

Event description:
It was reported that the device was deflating on its own and requested a copy of service manual. No other information is available as the customer did not respond to follow ups. There were no known consequences to the patient.